Manufacturer narrative:
UDI #: unknown, because the lot number was not provided. Lot number and expiration date: unknown, not provided. If implanted, give date: not applicable as this is not an implantable device. If explanted, give date: not applicable as this is not an implantable device. (B)(6). Device manufacture date: unknown, not provided. All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that during implantation of an intraocular lens (iol), the tip of the cartridge, model 1mtec30, broke into the patient's eye. The broken piece was removed from the patient's capsular bag. Additional information was received and it was learnt that there was no patient injury. No further information provided.

Manufacturer narrative:
Additional information was received and it was revealed that there were 20 minutes delay in the surgery, no issues to the patient outcome and additional medication dexamethasone IV (corticosteroid) and tarivid IV (antibiotic) to the patient. Also the information below were received: date of birth: (B)(6) 1932, sex: female. Lot number: ca20455, expiration date: 2/12/2016. Device manufacture date: 02/12/2015. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
Device evaluation: the cartridge was returned to the manufacturing site for evaluation. Visual inspection under microscope magnification, showed residues of lubricant such as ophthalmic viscoelastics (ovds) inside the cartridge tube/tip, and loading zone. There was a shape hole at the cartridge tip section. It was observed a missing piece of the cartridge tip. Based on the evidence observed, the condition of the used cartridge is consistent with a cartridge that has been damaged by the contact of the metal rod tip from the hand piece during surgical process. The rod tip protruded through the cartridge tip creating a shaped hole. Also a piece of fragment was returned and it was visually inspected using microscope magnification. The small fragment had an appearance and characteristics of a plastic type such as polymer. The customer's reported complaint was verified. Manufacturing records review: the manufacturing process record was evaluated. There were no non conformances, discrepancies or deviations for similar issues that were found during the manufacturing record review. During the manufacturing process the operators check the neck, tube and tip areas for cracks. No cracking or stress marks are allowed. The manufacturing record review and related documents revealed the cartridge was manufactured and released according to specification. A search revealed that no additional complaints for this order number have been received. Labeling review: the directions for use (dfu) for the cartridge was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the cartridges. As a result of the investigation there is no indication of a product quality deficiency and the reported complaint was verified. All pertinent information available to abbott medical optics has been submitted.